Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. Invalid syringe size found in pump event history log. During functional testing using the syringe test the reported issue was duplicated, the readings would fluctuate during the test. Unable to determine cause of the intermittent error there was no contamination or damage found on size pot, and found no issue with the barrel clamp head screw. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced size pot for preventative. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump would not recognize syringe size. No patient injury was reported.